Event description:
The account reported the bed exit alarm did not function. The bed was located at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician inspected the bed and could not duplicate the issue. The technician found the bed to be functioning as designed. Most likely cause is user error. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician in-serviced the account on the bed exit functions to resolve the issue. Based on this information, no further action is required.